Event description:
It was reported that the pacing thresholds were high when it comes to this lead after repositioning the lead. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that the pacing thresholds were high when it comes to this lead after repositioning the lead. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.